Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 501 mg/dl. Patient's sensor glucose value was above 400 mg/dl. Calibration not accepted and sensor anomaly were also reported. Customer declined troubleshooting for high blood glucose value. The sensor is expected to be returned for analysis while insulin pump is not expected to return for analysis.